Manufacturer narrative:
Per this report, air bubbles were noted during the negative prep. It was also noted that fluid was leaking at the junction of the hub and strain relief. There is no further information forthcoming. Upon inspection of the returned product, the customers complaint of "air bubbles during prep could not be confirmed. A non-sterile cypher sds was received. Sds was attached to a labe sample syringe filled up with water, the sds could be purged without problems (no bubbles were observed). Then, the syringe was pressurized to 16 atm. The balloon was inflated and sten was expanded. During functional analysis no leakages or anomalies were observed. No defects were observed during visual and functional analysis. A lot history review revealed that this is the first complaint of this type for the subject lot number to date. Manufacturing records review was performed and no anomalies were found. Based on the limited information, it is not possible to draw a conclusion between the device and the event.

Event description:
Per quality representative's conversation with sales rep, air bubbles occurred during prep. The product was not utilized in the pt. There was no pt injury reported with the event. The product has been returned for evaluation, the results of which are pending. The sds is removed from the pouch, but remains in the hoop. The tech attaches a 20cc luer-lock syringe filled with 15cc of heparinized normal saline to the inflation lumen hub of the sds and draws back on the plunger, applying negative pressure to the balloon (negative prep). Note: per the sales rep, during this stage of the prep, it is also common practice at this account for the tech to "aggressively tap" the syringe/hub on the procedure table to aid in the removal of excess air from the balloon. It is during the time, when the tech is performing the negative prep, that the alleged failure is noted. The physician reports that a steady stream of air bubbles comes back into the syringe, and that fluid leaks from around the junction of the hub and the hypotube (at the proximal end of the strain relief). The physician speculates that there may be a failure of the adhesive bond at this junction.